Event description:
The customer reported the subtraction (cine) feature was not functioning. A loss of subtraction, road-mapping, or other critical vascular cine functions could result in undue pt delay, or damaged vasculature. There is no report of surgery or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep contacted the customer by phone and directed him in evaluating the system. The customer could not reproduce the reported problem, and cancelled the service call. The system operates as intended.